Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. Investigation indicated that the plate was most likely dislodged during servicing operations anterior to the event. A CAPA has been raised in our quality management system in order to resolve this type of issue and avoid reoccurrence. The damaged plate was removed for repair purposes.

Manufacturer narrative:
The device ro15051 has not been yet evaluated for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, a decorative plate was caught and partially peeled off when the device robot arm rotated. The plate was removed to prevent further interference.